Event description:
It was reported that the implantable cardiac monitor (icm) was inappropriately detecting. The device is still in use. No patient com plications have been reported as a result of this event.